Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to perform incoming testing) has been confirmed. Upon investigation, the belt failed incoming functional testing and had extensive physical damage. The cause for the failure was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled and detached from the strain relief, breaking the solder joint connecting the rear pulse and gel fire wires in the dn pca. In addition, j704 was broken off of the dn pca and the wires in the cable connecting ECG "c" and "d" were pulled from the p704 connector. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported being unable to perform incoming testing on an electrode belt.